Event description:
Reportedly, the aquarius machine was reprimed for a 2nd time and at some stage during this 2nd reprime, the prime collection bag ruptured and approximately between 1 to 2 liters of saline came gushing out of the prime collection bag onto the aquarius machine and also the ventilator that was attached to the patient at the time. The ventilator started to ¿smoke¿ and stopped working. The patient had to be put onto a rebreath bag until a new ventilator was found.

Manufacturer narrative:
Device evaluated by manufacturer: the suspect product is manufactured by a 3rd party supplier. Although the suspect product is available for evalution, at the time of this report, the evaluation from the manufacturer had not been recieved.

Manufacturer narrative:
Haemotronic received 1 defective sample with a clear tearing along the later welding of about 15 cm. As far as the description of the incident reported on the edwards complaint notification the operator has performed two priming procedures. Since they can suppose the bag became too full and was subjected to an overstress. They are aware that priming is made with about 800 ml of saline and this volume of solution, plus an indeterminate volume of air (coming from blood lines and filters with different surface areas), goes into to the bag. If it was used a double amount of solution with the same indeterminate volume of air, it could be possible that the bag was not able to support the pressure created inside before the procedure ended. Double priming is an unknown procedure for haemotronic and considering also the different air volume that could reach the bag. Corrective/preventive action: as preventive action haemotronic has to evaluate together with edwards the possibility to determinate the maximum possible volume of water/air in the bag to design a new priming bag adequate to avoid this event.